Event description:
It was reported to resmed france that a fire occurred in the pt's home. The pt was using a resmed s9 autoset CPAP with an h5i humidifier at the time of the incident. Reference MFR# 3004604967-2014-00015.